Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray on lamp and the footswitch. System operates as intended.

Event description:
Customer reported the fluoro light does not come on, and the system produces x-rays after the foot switch is released. No pt injury was reported.